Event description:
Customer reported the following: the patient had been receiving a vasoactive drip when a system error occurred. The nurse was transferring the IV administration set from the affected pump to a different pump and the anti-free flow mechanism did not engage resulting in an over infusion. The patient may have suffered a neurologic deficit related to the over infusion. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Customer stated that the device will not be returned. Description of event indicates that the user did not close the roller clamp before removing the set from the pump as directed by the set labeling, pump "directions for use" and device labeling.